Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the arterial inflow of the left arm. Approximately 8 months post procedure the patient suffered from left arteriovenous fistula stenosis. The patient had target lesion restenosis extending into a previously placed non mdt stent. The patient was treated with a target lesion percutaneous intervention of the arterial inflow of the left arm using a balloon. The patient recovered. The ae was assessed as possibly related to an underlying condition or disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.